Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient had sexual intercourse for the first time last night and afterwards they did not feel any vibration/stimulation. Patient states they did feel it before. The ins was on. They mentioned they were not having return of symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp). They reported nothing was done as they did not know about the event/matter. No further complications were reported or anticipated.